Event description:
The customer reported that the system locked up during use requiring a manual restart to regain system functionality. There was no serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative contacted the customer and attempted to evaluate the device. The customer cancelled the service call. The reported problem was resolved by the customer. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.